Event description:
The suction irrigator started to leak after the patient was irrigated. The irrigator battery pack leaked a brown substance. The fluid in the hose going to the patient was not noted to have a brown appearance. The lot # is juyaf432, reference # is 0026870. The irrigator unit was bagged and sent to the materials management office. The patient was not harmed.